Event description:
It was reported that the patient with the pacemaker system was hospitalized due to a syncopal event. Upon review the pacemaker exhibited non physiological noisy signals on both channels. It was suspected that the noisy signals were cause by lead on lead abrasion. Subsequently, the pacemaker was explanted and replaced. New leads considered for replacement, nonetheless the veins were occluded. The patient will continue to be monitored. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).